Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received replace battery now alarm and failed battery test alarm. The customer's blood glucose level was unknown. The customer received a low battery alert prior to the replace battery now alarm and this was the second occurrence of replace battery now in less than 10 hours after low battery warning. The customer reported that the battery did not last more than 1 week per day in history and pump received low battery alarm. The customer declined troubleshoot for replace battery now alarm. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit was not received in manufacture mode. Unit power up properly after battery installation. Unit was received with operating currents within specification. However, unit was received with corroded battery tube. Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No failed battery test or replace battery now alarms noted. No unexpected low battery alarms noted during testing or found at the downloaded insulin pump history. Power management tool confirms the unloaded voltage(ul vlith) and loaded voltage (loaded vlith) are within specifications. Unit was received with minor scratches on case and minor scratches on lcd window.